Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had a pocket erosion. Reportedly, two previously capped left ventricular (lv) leads have caused the pocket erosion and thus, were moved to a better position. No additional adverse patient effects were reported. The previously capped lv lead was repositioned.